Manufacturer narrative:
(B)(4). The device was not returned; therefore, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced an inguinal hernia coincident with peritoneal dialysis (pd) therapy. It was reported the hernia occurred on an unknown date prior to starting pd therapy; however, it was unknown if the inguinal hernia worsened with pd therapy. The cause of the event was not reported. It was reported the patient was not hospitalized for the event as the treatment for the inguinal hernia was outpatient surgery (first week of the same month this report was received). The patient was recovered from this hernia event. Pd therapy was ongoing. No additional information is available.